Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Healthcare professional reported prosthetic cold with irritant fluid around the implant with implant swelling evolving into capsular contracture baker grade iii. Left periprosthetic collection confirmed via MRI. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported prosthetic cold with irritant fluid around the implant with implant swelling evolving into capsular contracture baker grade iii. Left periprosthetic collection confirmed via MRI. The device was explanted.